Event description:
It was reported that catheter stuck on guidewire occurred. The target lesion was located in the deep vein of the left lower limb. An angiojet zelantedvt catheter was used for a thrombectomy procedure. During the procedure, under thrombectomy mode at 100 seconds, it was noted that an unknown guidewire was stuck in the catheter and could not be moved forward and backward. The physician stopped thrombectomy mode and pulled the guidewire and catheter together. The guidewire was found to be kinked. A new unknown guidewire was advanced but still could not move forward. The procedure was completed with another of the same device. No patient complications were reported and patient's status was stable.

Event description:
It was reported that catheter stuck on guidewire occurred. The target lesion was located in the deep vein of the left lower limb. An angiojet zelantedvt catheter was used for a thrombectomy procedure. During the procedure, under thrombectomy mode at 100 seconds, it was noted that an unknown guidewire was stuck in the catheter and could not be moved forward and backward. The physician stopped thrombectomy mode and pulled the guidewire and catheter together. The guidewire was found to be kinked. A new unknown guidewire was advanced but still could not move forward. The procedure was completed with another of the same device. No patient complications were reported and patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a zelantedvt thrombectomy system. The pump assembly, effluent/supply line, shaft, and tip were visually inspected. Blood was present inside the device and the waste bag was cut-off, when received. Inspection of the device presented no damage or irregularities. The guidewire used in the procedure was not stuck inside the device or returned for analysis. The ID (inner diameter) of the hub and tip was measured and was within specification. A test guidewire was used for functional testing. The wire was able to be inserted into the tip and advanced though the device and out through the hub with no issues or resistance.